Event description:
It was reported the patient was experiencing discomfort at her scs ipg pocket site when she sat. Subsequently, the patient desired to have her pocket site revised. Follow-up identified the patient's scs ipg pocket site was repositioned which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.